Event description:
It was reported that the small battery drive will not go in reverse, the motor sounds terrible and it has low rpm's. Per additional information there was no issue with the implant. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record indicates the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.